Manufacturer narrative:
Drive devilbiss previously reported an incident involving an oxygen concentrator by a dealer in germany, who reported that a 14-month-old child passed away while using the device. The device's instruction guide contains the following warning: "geriatric, pediatric or any other patient unable to communicate discomfort can require additional monitoring and/or a distributed alarm system to convey the information about the discomfort and/or the medical urgency to the responsible caregiver to avoid harm." It is unclear whether such additional monitoring or alarm system was in place. It is likewise unclear whether the device was fitted with the appropriate flow meter for pediatric use. The device has been retained by authorities in germany for investigation. Drive devilbiss received a letter from the zweibrücken public prosecutor's office dated 27.09.2024 on investigation proceedings 4129. According to the current state of the investigation, the public prosecutor's office confirmed that the death at issue in the proceedings was not related to the operation of the of the oxygen concentrator of devilbiss healthcare llc. There is no evidence of a malfunction or incorrect operation of the oxygen concentrator.

Manufacturer narrative:
The previously submitted report had lacking or incorrect information in section d4 UDI. Section d4 has been updated with the correct information.

Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by a dealer in germany, who reported that a 14-month-old child passed away while using the device. The device's instruction guide contains the following warning: "geriatric, pediatric or any other patient unable to communicate discomfort can require additional monitoring and/or a distributed alarm system to convey the information about the discomfort and/or the medical urgency to the responsible caregiver to avoid harm." It is unclear whether such additional monitoring or alarm system was in place. It is likewise unclear whether the device was fitted with the appropriate flow meter for pediatric use. The device has been retained by authorities in germany for investigation. Devilbiss has contacted the investigating authorities, and is awaiting further information and an opportunity to evaluate the product. Devilbiss will update this report with any further information that becomes available.